Event description:
It was reported that there was a dso failure. The event occurred during testing.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the downstream occlusion sensor, which was determined to be faulty. Additionally the investigation determined that the air detector sensor was also faulty the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso sensor, dso seal, and air detector were replaced, and the device passed all testing.